Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter hmx autoloader analyzer generated erroneously erratic complete blood count (cbc) results specifically for white blood count (wbc), red blood count (rbc), hemoglobin (hgb), hematocrit (hct) and platelets (plt) on a patient specimen run several times. The same specimen was run five (5) times on the instrument and had instrument generated flags on two (2) of the five (5) runs. The erroneous results were reported out of the laboratory. The same specimen was run on an alternate instrument and these results were sent out as a corrected report. Per the operator, the specimen was checked and no clots were found. The operator also indicated that a second sample was run a day later that verified the corrected results. There was no death, serious injury, or change to patient treatment in this event.

Manufacturer narrative:
The specimen was collected in edta and sampled within 2 hours of collection. The specimen was stored at room temperature. Controls were run before and after this event and recovered within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Previously run samples were rerun to confirm accuracy back to the last acceptable control run. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and was unable to duplicate the errors and verified instrument operation. The root cause is unknown. Labeling: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.